Event description:
During a pfa ablation procedure, the balloon of the volt catheter could not achieve baseline sequence resulting in a 30 minute delay. After restarting all systems, and re-plugging the volt catheter the balloon issue persisted. The volt catheter was then replaced and the issue was resolved. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
One volt pfa, sensor enabled catheter was received for evaluation. The device was returned due to a catheter baseline issue. Splines 1-8, the shaft electrodes, the sensors, and the eeprom jumper met specifications of acceptable resistance values with no open or short circuits detected. The catheter was connected to a pfa generator. The catheter displayed correctly on the screen with no anomalies or error messages displayed after therapy. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
Additional information: e1, g3, h2. The physician was confirmed to be dr (B)(6).